Event description:
Caller stated that medical attention was sought on (B)(6) 2025 around 3:15pm at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and received a result of 458mg/dl. A normal result for that time of day is usually around 80-110mg/dl. Caller stated that the end-user was feeling confused, sweating, and dizzy. Paramedics were called two minutes after testing. Caller stated that the end-user had eaten lunch three hours prior to testing. Caller stated that there was no food drink or medications consumed while waiting for paramedics. Caller stated that the paramedics arrived within 10 minutes. Caller stated that the paramedics tested the end-user with their meter and received a result of 35mg/dl. No additional tests were performed with the prodigy meter. Caller stated that the paramedics treated the end-user with a dextrose IV. Caller stated that the paramedics transported the end-user to (B)(6). Caller stated that the end-users blood glucose when she arrived at the hospital was 51mg/dl. Caller stated that the end-user given dextrose at the hospital along with lab work and a urine sample. Caller stated that the end-user was at the hospital for seven hours and her blood glucose was 177mg/dl when discharged. No additional information has been provided.